Manufacturer narrative:
(B)(4). One agilis nxt introducer was returned for evaluation. The results of the investigation concluded that the introducer passed pressure and aspiration leak testing with no leaks or other anomalies observed. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
Additional information received indicates ECMO was discontinued and the patient was awake and reacting normally. The patient was then discharged to a recovery center.

Manufacturer narrative:
(B)(4)

Event description:
During an electrophysiology procedure, an air embolism occurred. The introducer was advanced during transseptal puncture and the dilator was removed. The patient developed st elevation and third degree av block. A coronary angiogram revealed air emboli in the coronary artery, resulting in myocardial infarction. The patient developed asystole followed by ventricular fibrillation, for which resuscitation was performed. The patient was placed on extracorporeal membrane oxygenation (ECMO) and catecholamines were administered in the ICU.